Event description:
Infection. Event 1 of 4. Hospital reported that infections have occurred in four of five lumbar laminectomy patients during the last month. Secondary operations were performed to clean the wound site and administer additional antibiotics. Fecal organism identified in one case, no organism could be identified in the other cases. The motor had been routinely sterilized by sterad sterilization for the past 3-4 years. The hospital believes, they have ruled out all other potential sources for the infections. The equipment was swabbed and cultures will be evaluated for growth of bacteria. Sales rep visited the hospital and reported that the motor does not appear to be leaking oil. No other malfunction of the motor was identified and it was confirmed that the drip rate was set correctly during use.

Manufacturer narrative:
Findings: it was not possible to evaluate the returned motor to determine if the reported infection was related to inadequate sterilization of the motor. The sterad sterilization method employed by the hospital is not recommended for this device due to device design. This sterilization method has not been evaluated for adequacy. Culture samples were taken from the device by hospital staff. The results of the culture sample evaluation were not not made available. The returned motor was returned in non-sterile condition, and was sterilized prior to evaluation of motor operation. No malfunction of the motor was noted beyond excessive nose flow. Recommended sterilization methods are included in the device user manual. There was no record of repair for the device in the past three years.